Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the iqvia tech arrived on site and during functional testing the arctic sun device displayed alert 41. Per review of wo notes, inlet pressure (ip) was -0.5, circulation pump command (cpc) was 100%. The device could be having a circulation pump issue, but iqvia tech was unable to do further ts.

Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event could not be determined. The device was evaluated upon receipt. During evaluation the device displayed alert 41. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. See the attached investigation closure memo for more information. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Corrections made to tab(s) d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the iqvia tech arrived on site and during functional testing the arctic sun device displayed alert 41. Per review of work order notes, inlet pressure (ip) was -0.5, circulation pump command (cpc) was 100%. The device could be having a circulation pump issue, but iqvia tech was unable to do further ts.